Event description:
It was reported that during a hiatal hernia procedure when the balloon was inflated with 10 cc physiological saline, the balloon split. The unit was removed from the patient. The device was not pre-inspected. A second unit was used and surgery was done satisfactorily. No patient injury reported.

Manufacturer narrative:
Device history record (DHR) investigation did not show issues related to this complaint. No corrective action can be established since it is necessary to receive the physical samples to perform a proper investigation and confirm the defect. At this time due to the lack of defective product it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.